Manufacturer narrative:
One (1) 60-6085-201a was received in original, opened packaging. The reported catalog and lot numbers were verified. Visual inspection of the device found that the uterine balloon component of the device was missing upon receipt. The lumen component of the device was found to be intact. The white shrink tube that is typically found underneath the uterine balloon was exposed and was malformed. One side of the shrink tube was inverted, exposing the underside of the shrink tube. The shrink tube was able to be manipulated to lay in the correct alignment (not flipped on itself) but was still malformed due to the orientation in which it was received. Additionally, a small piece of the uterine balloon was found attached to the lumen of the device. The location in which a piece of the balloon remained is a location in which the balloon is adhered to the lumen. Design records also show that the proximal end of the uterine balloon encases the shrink tube which adheres to the lumen. Therefore, the balloon is not directly adhered to the lumen at the proximal end, but rather adhered to the shrink tube, which is adhered to the device lumen. When the balloon detached from the device, it appears as if it detached from the proximal end, pulling away from the shrink tube, which pulled away from the lumen and inverted. However, it is unclear in the condition in which the device was received if the shrink tube was malformed during the detachment of the balloon or after the event occurred. The cause of the balloon detachment is also unknown. One possibility is that the user may have overinflated the balloon, causing tension in the balloon, pulling the balloon away from the lumen under the shrink tube. Since no balloon was received back with the device, it is unclear the exact manner in which the balloon detached as well as why the balloon detached in this way. The manufacturing documents from the device history record (DHR) have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A review of the DHR found no anomalies that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 14 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use (IFU), the user is advised the following: remove the vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported an issue with the 60-6085-201a, vcare, medium (34mm) cup, lot # 201803271 during a procedure on (B)(6) 2018. It was reported that the surgeon placed the v-care with no issue. During the case, the uterus kept slipping during manipulation. Upon removal of the v-care, it was found that the uterine balloon had come completely detached from the manipulator. The patient was having a total hysterectomy, so no further procedures were needed to retrieve the detached balloon. It was reported there was no injury to the patient. Additional information obtained indicates that the issue occurred during a robotic assisted laparoscopic hysterectomy. There were no visible issues noted with the vcare pre-op, however it is unknown whether pre-op testing of the vcare balloon was performed. The vcare balloon had been inserted and inflated with 3cc of air. It is indicated that the balloon and cup were fully inserted / secured in place. Surgeon was dissecting down the ligaments to free the uterus. Assistant was using the v-care to manipulate the uterus for better exposure for the surgeon. No issues were noted with the vcare until the uterus began slipping. The balloon was noticed to be detached during final dissection of the ligaments, before the colpotomy. The balloon was removed from the uterus after it had been removed from the patient's body. The cup was still attached to the cervix, preventing removal of the balloon until the staff removed the rest of the manipulator. The balloon was removed from uterus by pulling the inflation line. The balloon was noted to be in one (1) piece, no fragments were left in the patient. The surgeon continued and successfully completed the procedure. It is noted that the surgery was more difficult due to subpar manipulation capabilities. Surgery was slowed due to the uterus slipping on the manipulator and this added an additional 20-30 mins. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.